Event description:
It was reported that during a da vinci si hysterectomy procedure, black fragments from the tenaculum forceps instrument fell inside the patient. All fragments were retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned with the entire grip assembly and clevis broken off at the main tube joint. The proximal clevis and distal clevis were not returned and the main tube was found with fiber missing at the clevis connection joint. It was determined that the instrument damage is likely due to excess force applied to the clevis and main tube.

Manufacturer narrative:
The instrument has not been returned for evaluation despite multiple requests, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned or if additional information is received.